Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness one day after implant procedure. Patient presented to the hospital. Upon interrogation and electrogram review, the right ventricular lead exhibited intermittent ventricular capture and a drop in sensing. Programming changes were made. Few hours after, the patient had several pause episodes and lost consciousness. External pacing was applied. Additional programming changes were made. The lead was explanted and replaced on (B)(6) 2018. All electrical parameters were normal after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.